Event description:
The event was received from an anonymous facility and involved an unspecified plum 360 infusion pump. The customer reported that they have to restart the battery to make sure that the battery is cleared and that the pumps can go forth with programming and this is an additional step for them. The customer further reported the pump will actually stop in the middle of an infusion without an alarm. Additionally, the customer said that they have had patients that have been delayed in their therapy because nobody noticed that the pump wasn't running and that it was very difficult to run multiple drips when they are in a critical care unit and need multiple pumps; those pumps don't have the modules that they can add, so things clutter the room immensely. There was patient involvement and unknown patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.